Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. We were unable to perform the self test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. In addition, we were unable to verify unexpected rewind and vibration anomaly due to blank display. Also, it was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had suddenly vibrated followed by a blank display. The anomaly occurred immediately after the insulin pump¿s exposure to moisture. It had been exposed to sweat. The insulin pump had asked them to rewind it. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.